Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the large angulation control knob on the control section could not control the up and down rotation of the scope. This issue was found during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.